Event description:
User facility alleged blood glucose results of 321 mg/dl on the advantage system compared to 119 mg/dl from the same heparinized sample when testing was performed back-to-back in a laboratory. The facility reported that the patient was prescribed an unknown medication for hyperglycemic based on the advantage value and patient's symptoms. Facility reported patient was notified to discontinue the medication 3 days later. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.